Event description:
It was reported that during service and repair/ pre-testing, it was observed that the triggers on the small battery drive device were sticky. It was further reported that the device made a lot of noise on a 14 volt battery device. The events were not related to surgery. There was no patient involvement. There were no reports of injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, it did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be worn components due to normal usage and wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.